Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose value was unknown. The customer stated that she was not able to troubleshoot due to not having all issues. The customer stated that she received the replacement pump and did not rewind the pump before putting the reservoir in. The insulin pump will not be returned for analysis.